Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 4:00pm. Patient's ((B)(6)) daughter ((B)(6)) called in stating that ta was incoherent, sweating and passed out. The reading on the prodigy meter at the time of the event was 393mg/dl. (B)(6) normal blood glucose reading around the time of day of te event is 83-130mg/dl. Paramedics were called immediately after testing with the prodigy meter and arrived 15-20 minutes after being called. Upon arrival paramedics tested (B)(6) blood glucose 2 times with results of 40mg/dl and 63mg/dl. Approximately 20 minutes passed between testing with prodigy meter and the paramedics's meter. Paramedics performed 2 additional glucose tests with the prodigy meter with results of 96mg/dl and 113mg/dl. Paramedics gave (B)(6) 3 glasses of orange juice and a sandwich. (B)(6) was not transported to ER. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.